Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements during a routine device check. Boston scientific technical services (ts) discussed there may be an environmental issue affecting the test as the shock impedance trend has been consistent and within normal limits to this point and all other measurements were good. There were no adverse patient effects reported.